Event description:
It was reported that the patient had four pumps ¿going in and out¿ within two to three months. It was later clarified that the pump was not replaced there was a revision. The patient had formed a hematoma with one of the pumps. Reportedly, it was explanted and reimplanted. The patient had surgery on (B)(6) and was hospitalized from (B)(6) to make sure there were no problems. The reporter mentioned ¿something¿ regarding the patient¿s body rejecting the pump. Reportedly, everything was ¿running good now. ¿ additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).